Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00440. It was reported the pt ((B)(6)) lost stimulation. An x-ray was taken which revealed one of the pt's two extensions was disconnected from the ipg. Surgical intervention was undertaken to address this issue. During the procedure it was noted one of the extensions was fractured. The physician explanted the pt's extensions, relocated the ipg at the pt's request, and connected the leads directly to the ipg. No further complications have been reported.

Manufacturer narrative:
Eval results: one complete single extension and one incomplete single extension were returned for eval. The complaint about "lead pull out" was confirmed. As received the 3383 extensions were visually examined under the microscope and a fracture was observed in the terminal end segment of extension "a". The fractured occurred where the spacer and terminal end electrode join. This allowed the terminal end of the extension to become mobile inside the header of the ipg and eventually become detached from the ipg. Additionally, broken wires were observed in the strain relief of both causing electrical opens in both extensions. As the loss of stimulation occurred prior to the revision, the damage observed is consistent with an overstress condition the extensions were subjected to while they were implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.